Manufacturer narrative:
Additional information about the reported event was received. It was previously confirmed that the patient had experienced a third degree grounding pad site burn which resulted in additional surgeries to repair. The photographs supplied by the site, obtained from the patient, indicated support of the burn severity initially reported by the site. It was undisclosed/unknown as to when, post-operatively, that the burn photographs were taken. It was confirmed that the grounding pad thigh burn was initially identified at the end of the procedure when the pad was removed from the patient. Based on the current information provided, this complaint is being reported because of the following: it was indicated that a third degree grounding pad site burn was identified which resulted in additional surgeries to repair. Photographs supplied by the site, show a burn with blackened tissue which is indicative of third degree burns. It was undisclosed/unknown as to when, post-operatively, that the burn photographs were taken. It was confirmed that the grounding pad thigh burn was initially identified at the end of the procedure when the pad was removed from the patient. Third degree burns are considered ¿permanent impairment¿ and it was initially indicated that a third degree grounding pad site burn was identified. Medical intervention of a topical agent of 1% sulfadiazine cream, an abd pad, and 4x4 gauze was applied, and additional surgical procedures were required to address the third degree burns.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 07-feb-2021 for a procedure on (B)(6) 2020 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also conducted and found that all reusable instruments used in the case were used in subsequent procedures through their respective end of uses, including the bipolar and monopolar instruments that were used during the procedure. Further, a site review shows no complaint filed against any of the instruments used during this case. An isi clinical development engineer (cde) reviewed summary details and confirmed that the conmed system 5000 is a compatible esu for the system used in this procedure. Additionally, if the grounding pad is not in good, uniform contact with patient skin, this may result in current returning to a concentrated area vs. A dispersed area. A smaller area results in higher current density which may lead to thermal injuries. The alleged issue does not meet the criteria of a reportable malfunction. There is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. Additionally, all reusable instruments used in the case, including bipolar and monopolar instruments, were used in subsequent procedures through their respective end of uses. Per I&a user manual pn: 550675: ¿a thorough understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. Ensure that electrical insulation or grounding is not compromised.¿ however, it was indicated that a third degree grounding pad site burn was identified. Medical intervention of a topical agent of 1% sulfadiazine cream, an abd pad, and 4x4 gauze was applied, and additional surgical procedures were required to address the third degree burns.

Event description:
It was initially reported that after an unspecified da vinci-assisted surgical procedure, the patient experienced an unspecified burn on their thigh where the third-party grounding pad had been placed during the da vinci procedure. On 04-feb-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was reported that ¿right after¿ a da vinci-assisted hysterectomy was successfully performed and completed on (B)(6) 2020, clinical staff realized that there were two sections of burns on the ¿patient¿s thigh where the grounding pad had been used¿. It was unknown if the burns were on the left or right thigh, or where on the thigh, specifically, the burns were. One of the two burns was a third degree burn that resulted in the patient needing an unspecified amount of ¿additional surgeries for skin grafts¿ on unspecified dates. The generator in use was con-med 5000 iesu and settings were unknown. There were no system messages or errors during the da vinci-assisted procedure and the system and instruments worked as intended. Additional information was unknown. On 17-feb-2021, isi obtained the following additional information regarding the reported event: the patient has had an unknown amount of repeated hospitalizations and treatment for third degree wounds. The burn marks were described as follows: "two burn marks on the right upper thigh. One larger than the other. Charred tissue. Black." The burns to the right thigh were discovered after the grounding pad was removed. The surgeon did apply burn ointment to the burned tissue at an unspecified time. It was reported that the surgeon ordered a topical agent of 1% sulfadiazine cream, abd pad and 4x4 gauze. The surgical staff did use double-cannulation during the surgical procedure. A third party conmed 5000 esu generator was in use with generator settings as, ¿35/35 then surgeon asked to increase to 45/45¿. The grounding pad did not appear to have any issues/defects and the grounding pad was reported as being properly placed on the patient. There was no damage or abnormalities observed with the system instruments/accessories either during use or during instrument inspection; all ¿visually examined with nothing obviously amiss¿. There was no observed arcing of electrical energy during the procedure. There were no intra-operative complications, ¿other than the burns¿. There was no known malfunction of an isi system, instrument, or accessory. Intuitive surgical, inc. (Isi) had reached out to the customer to obtain additional information but additional detail was unknown.